Manufacturer narrative:
The reported event could not be confirmed because the complained devices were not returned. The investigation conducted is based on the test of the retain samples and the reviews of the batch manufacturing records (bmr). The devices were manufactured by stryker (B)(4). So the complaint information was forwarded to the manufacturing facility. Final functional testing was performed prior to releasing batches ic02057 and ic2059, all testing was within specification and met the functional testing acceptance criteria. The reviews of the bmr were completed and no discrepancies were recorded. It has been confirmed that the products and their components (liquid and powder components) were manufactured per validated conditions. Both retain samples from final lots ic02057 and ic02059 were tested using the hydroset wet field set penetration test. The tests were passed. Based on investigation and statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
A company representative reported that during a mpj revision surgery, the doctor resected bad bone and wanted to use hydroset as bone void filler. The hydroset was mixed correctly but never set up or hardened. It was very watery and after over 12 mins after implanting it began to crumble when slightly touched. Subsequently, no hardware could be put through the hydroset. The first box of hydroset used was taken out of the patient and the next box opened. The same issues happened with the second box. Both boxes were not expired.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded by hospital.

Event description:
A company representative reported that during a mpj revision surgery, the doctor resected bad bone and wanted to use hydroset as bone void filler. The hydroset was mixed correctly but never set up or hardened. It was very watery and after over 12 mins after implanting it began to crumble when slightly touched. Subsequently, no hardware could be put through the hyrdoset. The first box of hydroset used was taken out of the patient and the next box opened. The same issues happened with the second box. Both boxes were not expired.